Manufacturer narrative:
Product was received by zimmer biomet for investigation. Based on device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The g7 inserter¿s handle and threads had fractured as stated in the complaint. The inserter¿s screw hole shows significant signs of wear and tear from use which would prevent the attachment of the slap hammer. The handle of the inserter most likely fractured due to repeated mallet blows to the side of the handle body in attempts to remove, which the handle was not designed to withstand. These repeated blows to the side of the inserter handle most likely caused the fracture of the distal threads as well. Inspection of the instrument prior to the procedure most likely would have prevented this failure. This issue was addressed on hhed (B)(6). Root cause attributed to user error. Complaint history review identified an issue which has been addressed in (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent a total hip arthroplasty (B)(6) 2015. During the procedure the surgeon used a mallet to impact the strike plate causing the threads of the screw hole to become deformed. At this point it was impossible to screw in the slap hammer. To remove the handle, the surgeon used the mallet and in doing so fractured the inserter handle. In addition, it was noticed that the threads at the distal tip were also fractured. No pieces fell into the patient.